Event description:
It was reported that during a mitral valve repair procedure, the catheter could not be inserted into the introducer supplied with the catheter. Another catheter was then tried and also could not be inserted. A 10.5 french introducer was obtained from the cath lab and inserted into the pt at the same insertion site. The second catheter was then used with this introducer, and the case was completed successfully. There were no adverse pt consequences as a result.

Manufacturer narrative:
The return of the product upon which this medwatch is based is anticipated. Further info received or derived from the eval will be provided with a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00178 for the other medwatch. The same pt is represented in each medwatch.